Event description:
A c315-his sheath was advanced over to the left bundle area along with the selectsecure 3830 medtronic pacing lead. The sheath was turned clockwise and gently advanced 1.5-2 cm into the ventricle toward the rv [right ventricle] basal septum. Unipolar pacing was performed to assess for an ideal site for lead fixation and a paced morphology of qs complex with a notch in the nadir in lead v1 and presence of inferior lead and avr/avl [right arm/left arm] discordance was noted. Unipolar pacing was performed to confirm the ideal paced qrs morphology. Appropriate pacing and sensing threshold was obtained. After about 6-10 turns, the screw of the boston scientific lead was found to not advanced any further. We tried to retract the screw, but it was found to be stuck into the septum. After multiple attempts at unscrewing the lead, the screw finally dislodged from the lead and was found to be fixed the septum wall. Multiple views using contrast were obtained to confirm that the position of the free screw end of the lead was safely embedded into the septum, dr. [Redacted] from interventional cardiology was consulted who came into the lab and reviewed images. He agreed that the free screw and of the lead was safely embedded into the septum and felt that attempts at retrieval would not be possible. Manufacturer response for drug eluting permanent right ventricular (rv) or right atrial (ra) pacemaker ele, ingevity¿+ (per site reporter), unknown.